Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) - the full lead was returned and analyzed and no anomalies were found. There was blood in/on the helix/lobe mechanism (sleeve head). There was blood in/on the helix/lobe mechanism.

Event description:
It was reported during the implant attempt that there was a rise in thresholds after the device was connected. It was noted that the helix did not deploy. The lead was removed and checked on the table and the helix did not work. The lead was replaced with a new lead. There were no reported patient complications as a result of this event.